Manufacturer narrative:
The customer's accu-chek safe-t-pro plus lancets were requested for investigation. The investigation is ongoing.

Event description:
We received an allegation about missing sterility cover/tip from 25 accu-chek safe-t-pro plus lancets. No allegation of injuries occurred.

Manufacturer narrative:
The customer's accu-chek safe-t-pro plus lancets were provided for investigation on 30-jan-2024. The visual inspection confirmed the issue of the sterility cap missing from the lancets and the lancing devices were not triggered / the release buttons were not activated. Therefore, the accu-chek safe-t pro lancing devices were forwarded to the supplier for further investigation. The check of (B)(4) retention samples from the relevant production lot number 41823050 at the supplier showed no deviation. The verification of the returned products showed all lancing devices were missing caps as alleged. The review of the manufacturing process and manufacturing records at the supplier showed no areas where the lancet caps were twisted or pulled and there was no record of any problems or other issues related to this failure. There is no possibility that the issue occurred in the manufacturing process. The investigation did not identify a product problem. The cause was consistent with the issue occurring outside roche control.

Manufacturer narrative:
G1 contact office-manufacturing site was updated.